Event description:
Pt developed a surgical site infection (serratia) s/p implantation of deep brain electrodes and neurostimulator in 2008 for parkinson's disease. Pt was subsequently admitted to an outside hospital where the deep brain electrodes and generator were removed. The pt also developed a brain abscess. Dates of use: electrodes since 2008. Diagnosis or reason for use: parkinson's disease. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? No.